Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had blank display. The customer¿s blood glucose was unknown at the time of incident. Customer stated that they was on a paddle board and fell into the water. When they hit the water, they heard an alarm and the insulin pump was dead. Customer stated the display was not blank less than 30 seconds and or did not return. Customer stated that there was a crack on the casing of the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Insulin pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.